Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; no call service alarms were observed in the black box or the alarm history. The pump powered on properly with no alarms. In addition, during the 24 hours duration testing, no call service alarms were emitted. Unrelated to the original complaint, the battery compartment was noted to be cracked.